Manufacturer narrative:
(B)(4). See additional report MDR# 1219856-2016-00268/ (B)(4).

Event description:
It was reported that the event involved a patient while in the cath lab the intra-aortic balloon (iab) was prepped, and after the fiber optic sensor (fos) key was inserted into the console the fiber optic sensor (fos) was not recognized. Nevertheless, the intra-aortic balloon (iab) was inserted via the patients left femoral artery. The intra-aortic balloon (iab) therapy was difficult to provide due to no recognition of the fiber optic sensor (fos) by the console and another error message. (The sales rep was unable to find anyone who recalls the error message). The cardiologist decided to remove the intra-aortic balloon (iab) and replace it with a new iab-05840-lws.

Manufacturer narrative:
(B)(4). Evaluation: teleflex received the affected device for analysis. An inspection of the fiber optic sensor (fos) connector and cal key was completed. The gray fos connecter was received properly seated in its housing. Both retaining tabs were intact. The center post of the fos was centered and the blue clamshell housing was examined and no damage was noted. The cal key was intact and the cal key and fos were connected to the iabp and recognized. The fos zeroed properly and displayed an "ok" status. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of unable to get fos signal is not confirmed. The fos was able to zero properly. The fos passed functional testing. The root cause of the complaint is undetermined. Other remarks: see additional report MDR# 1219856-2016-00268/ (B)(4).

Event description:
It was reported that the event involved a patient while in the cath lab the intra-aortic balloon (iab) was prepped, and after the fiber optic sensor (fos) key was inserted into the console the fiber optic sensor (fos) was not recognized. Nevertheless, the intra-aortic balloon (iab) was inserted via the patients left femoral artery. The intra-aortic balloon (iab) therapy was difficult to provide due to no recognition of the fiber optic sensor (fos) by the console and another error message. (The sales rep was unable to find anyone who recalls the error message). The cardiologist decided to remove the intra-aortic balloon (iab) and replace it with a new (B)(4).